Event description:
Independent repair center customer alleged alarming/red light. The key failure is the pilot valve is leaking. Associated malfunctions for this device: inlet and cabinet filters missing, flow meter knob face scratched.